Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The s-ICD and electrode are expected to be returned. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that in (B)(6) 2017 the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to noise detected on the electrode. The sensing vector was changed to alternate after isometric testing was performed. Five days later the patient was hospitalized after another 5 shocks (over 3 episodes). No adverse patient effects were reported. New information was received approximately two months later that the s-ICD and electrode were explanted due to patient getting a total of 7 inappropriate shocks. Shocks were due to small amplitude r-waves and t-wave oversensing. It was noted that the patient's heart function has significantly improved, therefore does not appear patient will be getting another therapy system. No additional adverse patient effects were reported.